Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed that on (B)(6) 2015 at 16:39 there was a ¿delivery halted, exceeds max basal¿ warning. The basal rate recorded 0.00u and deliveries resumed at 20:24. The pump was exercised on 2.0u/hr basal program for 24hrs with the max basal rate set to 2.0u/hr. There were no changes to the basal program during the 24hr duration testing and no errors, alarms or warnings were duplicated. There was no hypersensitivity to the buttons on the keypad. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The total daily doses added up correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 365 mg/dl with symptoms of dehydration (dizzy, lightheaded) and extreme drowsiness. It was reported that the pump emitted an ¿exceeds max basal 0.00¿ randomly during use. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump emitting alarms at random during use.